Event description:
A us dist returned charger/modem sn (B)(4) indicating that it will not power on.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger will not power on) was confirmed. Upon eval, the charger/modem would not power. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection which was discovered through the use of flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 4/16/2013. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective charger/modem.